Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and the interconnect cable were replaced during the service call. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system would not make exposures. This resulted in a loss of imaging functionality. This could cause the delay or cancellation of a procedure. There is no report of injury or death associated with the event described in this complaint.